Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was hospitalized and diagnosed with an infection at the lead site. In turn, the patient's lead site was cleaned on (B)(6) 2014 and she was prescribed antibiotics. Cultures were taken but the results remain unknown. Follow-up revealed the patient remains on antibiotics and is doing well.